Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided, and the product was not returned for analysis. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the obtuse marginal two. Balloon tamponade was performed multiple times using a 2.0 mm semi compliant balloon for up to 15 minutes. Perforation did not improve. A 2.8x16mm graftmaster covered stent was attempted to be advanced; however, failed to cross due to anatomy. The perforation was sealed with four coils used to perform coil embolization of the vessel. There no adverse patient sequela was reported and no clinically significant delay was reported. No additional information was provided.